Event description:
It was reported that the patient had pain and drainage from her surgical site. Culture results obtained on (B)(6) 2012 indicated that the patient had developed a staph infection. The patient was prescribed augmentin on (B)(6) 2012. The patient's entire stimulation system was removed on (B)(6) 2012 and disposed of according to biohazard instructions. The patient recovered without sequelae on (B)(6) 2012. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v847778, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: programmer. (B)(4).